Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, g2, h6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Later healthcare professional reported "capsular contracture baker grade iii".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump/nodule, rupture.

Event description:
Patient representative reported "rupture of the silicone shell", "associated capsular contracture baker grade unknown", "nodules". Later healthcare professional reported "implant rupture". This record is for the right side. Device remains implanted.